Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, the device could not be interrogated. Troubleshooting was performed, but the device could not be successfully interrogated. The device had previously been programmed to ddd with a lower rate limit of 50. During the follow-up, the patient's heart rate was between 30 and 40 bpm. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.